Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Thirty- two samples were provided for evaluation. All samples were visually evaluated, and no defects were observed. Samples were then leak tested and no leakage was detected. The reported defect was not confirmed. All available information was forwarded to the supplier for further evaluation. A possible root cause could not be determined. Five retains were tested per specification and passed. Based on the results of the sample evaluation, the product met internal specifications. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer facility contact reports that during test of bloodlines several machines were alarming with the "blood test not ok" alarm indicating that the blood lines being used with the machines were leaking (perhaps a seam is allowing air to come in) - during the pressure test phase. As several machines were alarming in this fashion the operator changed the lot number of the lined (tubing) and noted that the alarming ceased. Customer facility has 8 - 9 boxes of this lot that they have removed from the floor. No injury reported.